Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 270 mg/dl and an insulin pen injection was administered to address bg. Pump system check with tandem technical support found air bubbles in the tubing. Customer primed the air out. Reportedly, customer changed infusion set and resumed insulin therapy.